Event description:
It was reported that approximately three years after implantation of a vena cava filter, a detached filter limb was identified in the heart during a cardiac catheterization that was performed for an unrelated event. There will be no attempts to remove the filter limb. The pt was reported to be asymptomatic.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus was scheduled for filter placement prior to knee joint replacement surgery. The right common femoral vein was accessed and a venogram was performed demonstrating no abnormality and identifying the renal veins. The filter was deployed with the tip just below the renal veins and completion venogram demonstrated good filter position. The patient was hemodynamically stable at the conclusion of the procedure. Approximately three years two months post filter deployment, the patient was admitted to the hospital with complaint of chest pain. One day post hospital admission, the patient was scheduled for left heart catheterization. An incidental finding was noted during the procedure was a small linear wire-type structure near the apical area of the heart. It appeared to be a foreign body and all wires utilized for sheath placement were checked and appeared to be intact. Subsequently the vena cava filter was evaluated under fluoroscopy and there appeared to be a shortened filter limb which appeared to be potentially disrupted. A doctor with cardiovascular surgery felt that since the foreign body was not causing any arrhythmia and an incidental finding, no intervention was required or recommended. A doctor with interventional radiology reviewed the films and reported the remainder of the ivc filter appeared to be well seated and removal was not recommended at the time since the filter was of low risk to the patient. The patient was discharged from the hospital in good condition two days post admission with a proton pump inhibitor since she was at high risk for gastroesophageal reflux disease. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Three years and two months post filter deployment, during a heart catheterization, an incidental finding was noted of a small linear wire-type structure near the apical area of the heart. Subsequent review of the filter showed it to have a shortened filter limb. Based on the medical records the investigation can be confirmed for a detached filter limb. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years after implantation of a vena cava filter, a detached filter limb was identified in the heart during a cardiac catheterization that was performed for an unrelated event. There will be no attempts to remove the filter limb. The patient was reported to be asymptomatic. New information received: medical records were received and reviewed. Approximately three years two months post filter deployment, the patient presented to the hospital with complaint of chest pain and was admitted. One day post hospital admission, left heart catheterization noted an incidental finding of a detached filter limb in the right ventricle. Cardiovascular surgery stated since the foreign body was not causing an arrhythmia and was an incidental finding, no intervention was required or recommended. Interventional radiology stated the filter was well seated and retrieval was not recommended. The patient was discharged from the hospital in good condition two days post admission. No additional information was provided in the medical records received.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information (age and weight), the date of event, and the physician/operator¿s name. This information was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for the lot number for this failure mode. The device was returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the available info, the definitive root cause for this event is unk.